Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during the implant procedure, fixation difficulty was encountered. The helix would not extend either inside the body or when removed to outside the body. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported during the implant procedure, fixation difficulty was encountered. The helix would not extend either inside the body or when removed to outside the body. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix would not extend from being over-retracted and there was blood on the helix; full lead returned and analyzed.